Event description:
Surgeon reported: over the past year, surgeon had seen a total of 7 patients - status post op ~6 weeks - whose incision sites were "spitting sutures". I.e. Subcuticular suture material was being rejected. In two cases, the surgeon cultured the material resulting in culture positive for strep aureus (non-mrsa). Surgeon reported that 3 of these patients were seen (at 6 weeks post-up) just within the last week or so. All patients were either lap chole or lap appendectomy patients.